Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
It was reported that the device intermittently locked up and was not available for use. There was no patient use associated with the event.